Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging air bubble forming in the insulin cartridge. The reporter confirmed that there was no noted damage to the cartridge and confirmed correct cartridge filling technique. The reporter also confirmed that the cartridge and infusion set connection was tight and indicated that there were no additional air bubbles noted in the system. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.